Event description:
The account alleged they found the side rail was not latching due to fluid egressed into the side rail latch area. The account believes this happened in 2011 and would like to have it documented. No patient impact.

Manufacturer narrative:
The account stated they cleaned the side rail latch area to resolve this issue. No other details. Do not know when this repair was performed. But they did repair and returned the bed back to service.